Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other indeflator referenced is filed under a separate medwatch report number.

Event description:
It was reported that during the procedure but before balloon dilatation, there was a leak in the indeflator; presents as a constant bubbling within the indeflator. This is noticeable with or without the use of the stopcock. Another indeflator was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A proxy stopcock was attached to the returned indeflator and was filled with water and negative pressure was pulled. No bubbles noted, in the syringe. Applied pressure up to 14 atmospheres, and there was no leak noted, to the indeflator. Therefore, the reported leak was unable to be confirmed. Although the leak was not confirmed, the investigation determined, the reported difficulty may be related to a potential product quality issue. The issue is being addressed, per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.